Event description:
Report received from an international affiliate. The report states: "patient was connected to device for post surgery pca with intermittent program on the pump. Then the pump alarmed because of low batteries, and memory program has been erased. The pump was not locked. Then change of program and pt received 3ml dose every 7 min from 8:00am to 12:00: 35 doses of 3ml (1mg/dl) of morphine. Pt experienced respiratroy distress and was intubated with administration of narcan and oxygen". The report indicates the device was removed from clinical service. Upon further query the following information was received: the pump was initally programmed in the intermitted mode to delivery 1mg of morphine (1mg/1ml) every 7 minutes. The physician changed the order to pain management mode, bolus only delivery, with a 3mg bolus dose and a 7 minute lockout. The pump was reprogrammed as ordered and delivery was initiated. A low battery alarm occurred at 2:00am. The nurse turned the pump ff and "erased" the program. The nurse then inadvertently reprogrammed the pump in the intermitted mode, instead of the intended bolus only delivery, with a 3mg bolus dose and a 7 minutes. Reportedly after treatment, the pt "fully recovered." Though requested, no additional information was provided.